Event description:
Reporter stated that the surgeon implanted a silicone lens model aq2003v with a 19.5 diopter into patient's eye. 1-day post op, the doctor noted the patient's refraction to be off by 4 diopters. Target refraction was -1.00 and actual refraction was -5.50. The lens was explanted and exchanged with a 14.0 diopter lens. The surgeon indicated that the cause of this event was due to corneal warpage following contact lens wear.